Manufacturer narrative:
No product was returned; however, a photo of the device was provided for analysis and appeared to show spilled blood. The complaint of leakage can be confirmed based on the submitted images.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse drew blood from a patient using the abg kit and then labelled it. Suddenly, blood was leaking out even though the plunger was positioned upward. They used their second abg kit but the results were the same. Photos attached. They reached out to the respiratory therapy dept and also sent emails to all critical departments and progressive care depts to see if the issue has occurred on their area. There was patient involvement, however unknown patient injury.